Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 400 mg/dl. The cause of elevated bg was unknown. The customer went to the emergency room and with intravenous fluids of insulin and saline and nausea medication. Reportedly, the customer was released the same day with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.